Event description:
Event was initially reported under the(B)(4) report. MDR reportable based on analysis completed on (B)(4) 2014. It was reported that balloon rupture occurred. The target lesion was unknown, a 14-2/5.8/75 xxl balloon catheter was selected for dilatation. Upon the first inflation the balloon ruptured at 4 atmospheres. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients' status was fine. However, device analysis revealed a circumferential tear.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found a kink in the shaft. The kink was located at 31.5cm distal to the strain relief. An examination of the balloon found a longitudinal tear and circumferential tear in the balloon material. The longitudinal tear stretched from the distal edge of the markerband and it extended distally for an approximate length of 15mm. A circumferential tear was noted in the mid body of balloon. The tear covered approximately 90% of the circumference of the balloon, but was not a complete circumferential tear. No issues were identified with the balloon or markerband which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(6).